Event description:
Customer reports that her son tested 245mg/dl, 105mg/dl, and 76mg/dl on the same device within 2-3 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.